Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) device due to recurring incontinence. The patient is expected to fully recover following the procedure.